Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error alarm. The problem is isolated to the pcba2. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm. Insulin pump had cracked case. The insulin pump p cap test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.